Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d10-- device available for eval? Corrected to "no", h3--device discarded. The device was not returned to maquet cardiac surgery for investigation; however photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in the one photograph. Signs of clinical use and evidence of blood was observed on the clear silicone insulation. No device was observed in the photograph. The detached silicone insulation was returned to the factory for evaluation on 08/23/2023. A visual inspection was conducted. No device was returned for evaluation. Blood was observed on the detached silicone insulation. Based on the returned condition of the silicone insulation as well as the photographic evaluation, the reported failure "break; jaw" was not confirmed, however the analyzed failure "peeled; delaminated; jaw" was observed . The lot # 3000327882 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came off and was rescued from the tunnel. Tip of the jaw per the supporting documents. The cautery tip was fine all case, and after vein retrieval, they pulled the btt port and saw the silicone tip in tunnel at incision site. They stated no anatomical contributing factors. Retrieved the piece with forceps. No patient injury.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.